Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3877-45, lot# 0206159605, implanted: (B)(6) 2012, unknown, product type: lead. (B)(4).

Event description:
It was reported that a loss of stimulation and therapeutic effect was experienced. It was noted that the patient no longer felt therapy. It was further noted that impedances were measured and found to be greater than 10000 on all contacts. It was stated the patient "felt and heard something crackling" in the area where the extension and lead connection was. Additional information reported that a revision surgery found that the lead was damaged, and was the issue for the loss of therapy. The lead was explanted and replaced. It was further noted that the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the stim lead (0206159605) found that all conductors were broken 18.5 cm from the distal end. (B)(4).